Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had a cracked insulation. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have various scratch marks with light material removed on the main tube. The scratch marks measures approximately 0.045¿ to 0.207¿ in length and were not aligned with the tube axis. Additional observations not reported by site: the instrument was found to have blade damage. One of the blade edges was indented, which prevented the blades from closing. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
Refer to h10/h11 for follow-up information.